Manufacturer narrative:
Correction: patient and device codes updated to proper values. Device manufacture date updated to proper value. Analysis of the suspect computer for the viewing station of the imaging system was completed by medtronic personnel. Testing found that the hard drive of the computer had a corrupt backup database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the viewing station of the imaging system was replaced to resolve the reported issue. Unrelated to the reported issue, the line power light led was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system became unresponsive and displayed "initializing please wait". The imaging system would not progress past the prompt and restarting the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.